Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported device embolization occurred. On (B)(6) 2018, a left atrial appendage (laa) closure procedure was performed. A 27mm watchman ® laa closure device was implanted in the laa. The device was deployed once. It was noted to be too proximal; however, the release criteria assessment was continued and the device was ultimately released in that position. The patient was discharged the next day. On (B)(6) 2018, the patient returned for a follow up appointment. Transesophageal echocardiogram (tee) revealed the closure device had embolized and was in the aortic arch. The patient was asymptomatic. On (B)(6) 2018 the device was successfully removed via percutaneous snare. That same day a new 27mm watchman ® laa closure device was successfully implanted in the laa. The patient was noted to be doing well.